Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicating that the cause was tolerance to stimulation. Actions/interventions to resolve the reported issues include re-programming and they are in process of reprogramming.

Manufacturer narrative:
Date of event is an approximate. Refer to manufacturer report #3004209178-2017-22892 for details pertaining to the related reportable event.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's stimulation was working fine but then kind of all of a sudden the patient started having shaking. The patient reports going into to see the healthcare provider four times for reprogramming but it didn't get any better. The patient further states his speech has been affected, specifically his vowels in particular. The patient reports he is shaking very bad. The healthcare provider said that he might not be turning the stimulation off at night but the patient says he was told that he didn't have to turn it off at night. The patient says that it seems to be worse when he turns it off at night and he confirmed that he does turn it back on in the morning. The patient further reports he is very physical and is wondering if he bumped something and says he did hit his head several times and had his blood drawn. The patient indicated that he has bumped his head so many times he forgets about it. Patient has schedule appointment to follow up with healthcare provider. No further complications were reported or anticipated with this event.